Manufacturer narrative:
A device history record review was conducted for the reported lot and there were no issues noted during the manufacturing of this lot. There were no physical samples received for investigation. It was not possible to determine the root cause of the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the pump stopped after 10 minutes. Bubbles were noticed after the pump stopped, when the black wheel stopped turning. The pump issue was persisting after changing the feeding set.